Event description:
Drive devilbiss healthcare was notified by an end user of an incident involving a pressure prevention mattress, which is intended to be used as one component of a comprehensive, multi-disciplinary pressure injury management program. The end user reports that the "bed is broken" and that her bed sores are bleeding. Attempts to gather additional information have been unsuccessful. Drive devilbiss is investigating the incident and will file an update if additional information becomes available.